Event description:
It was reported a power-on-reset (por). Patient charged normally for approximately 1.5 hours and had between 4 to 8 coupling bars, but charge level did not change. Medtronic representative performed 10 minutes physician recharge mode (pmr) and changed to normal charge. Implantable neurostimulator (ins) was 25% charged. Patient had not felt the stimulation for "awhile." Therapy was started and amplitude was lowered from 2.0 to 1.7 volts. Therapy was "good." Patient did not have any procedure, but had a fall a week before this report. Patient went downstairs, got too much stimulation and fell. Physician did x-ray, but x-ray did not show any problem. In addition, patient reported to be "zapped" several times while stimulation is on. Patient was "zapped" a couple weeks before this report, while daughter was using microwave. On (B)(6) 2012 patient was "zapped" at auto-shop. Patient believed therapy was off during both instances. Patient received "strong zaps" due to positional changes. "Zaps" are transient. Physician instructed patient to use device only when sitting down or lying down to avoid "zaps." Patient fell again on (B)(6) 2012 on account of a positional change in stimulation. Patient tried to turn stimulation down but did not address positional changes in stimulation, so patient turns it off. Patient used a cane and straightened posture stimulation is different. Stimulation was for chronic knee pain. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was "maligning" that he had used stimulation "one hour" since implant. It was reported that this was "verified by sensor."

Event description:
Additional information received reported that an impedance check was done and impedances were good. The patient had not had stimulation on in over a month. Several days later it was reported that the patient was still having issues with overstimulation and shocking when he changed postures.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).